Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, it was noted that the patient had ventricular tachycardia dissolving into ventricular fibrillation episodes with undersensing of vf. It was unclear whether the undersensing was due to the implantable cardioverter defibrillator or the right ventricular lead. The device was reprogrammed and the patient was stable.